Event description:
It was reported that the xenon light source had errors 106 and 116 displayed. The issue was found during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available.¿ the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.